Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 43. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that after wearing the pod between 24 and 36 hours on the leg, site had blister, purulent discharge and blood coming out. He went to see his doctor who prescribed him topical ointment called (B)(6) (once a day for the next two days) for his site infection. Blood glucose and insulin history is as follows: (B)(6).

Manufacturer narrative:
The returned product was evaluated and found no defects or deficiencies that would contribute to the reported high bg levels, or a failure of the pod¿s ability to deliver insulin. Although no defects were observed, the cause of the reported infection could not be determined.